Manufacturer narrative:
H11: one (1) drain bag was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed, and a leak was observed at the level of the drain bag near the stopcock. These components are provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the bag damage was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that external fluid leaks were observed from the effluent bags of two (2) prismaflex m150 sets before use. There was no patient involvement. No additional information available.

Manufacturer narrative:
E1 initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.